Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. The manufacturer defers to the patient¿s physician regarding medical history.

Event description:
The patient was implanted with a scs system on (B)(6) 2017, she was admitted to the hospital due to blood clots in her lungs. Patient is being treated with anticoagulant therapy and is reportedly doing well.